Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there was no essure identified within the left fallopian tube/ there was no essure in right tubal remnant') and salpingitis ('mild chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included anxiety, asthma, carpal tunnel syndrome, dysuria, ectopic pregnancy, gerd, gonorrhea, hypertension, hypothyroidism, miscarriage, obesity, recurrent uti, caesarean section, salpingectomy and endometriosis. Concurrent conditions included dysmenorrhea, menorrhagia, abdominal pain, pelvic pain, cyst, menses irregular and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingectomy and partial right salpingectomy, dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and salpingitis outcome was unknown. The reporter considered device dislocation and salpingitis to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there was no essure identified within the left fallopian tube/ there was no essure in right tubal remnant') and salpingitis ('mild chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included anxiety, asthma, carpal tunnel syndrome, dysuria, ectopic pregnancy, gerd, gonorrhea, hypertension, hypothyroidism, miscarriage, obesity, recurrent uti, caesarean section, salpingectomy and endometriosis. Concurrent conditions included dysmenorrhea, menorrhagia, abdominal pain, pelvic pain, cyst, menses irregular and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingectomy and partial right salpingectomy, dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and salpingitis outcome was unknown. The reporter considered device dislocation and salpingitis to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.